Event description:
The rn was giving a patient the flu vaccine in the physician's office. She attached the needle, held the syringe/needle upright, and expressed out all of the air. After preparing the patient's arm (specifically, the deltoid muscle), she inserted the needle and attempted to aspirate. Seeing no aspirate, she proceeded to depress the plunger to give the vaccine. At this point, the glass flange nearest to the plunger shattered. The nurse reports she met no resistance and there were no indications prior to the event that the device was faulty (e.g.: no cracks in the glass). The patient did not move, squirm, or tense the muscle during the injection. The patient was not harmed; however, the nurse's finger was cut in the process. There was no glass in the nurse's finger--only a small cut which was cleaned and a bandaid was applied. No further medical intervention was required for the nurse. Staff obtained another vaccine and administered it to the patient without difficulty. There was no delay or interruption in the patient's care. Of note, the vaccine is stored in a monitored refrigerator. The temperature in the refrigerator remains constant and the vaccine has not been subject to heat or freezing temperatures. The staff giving the vaccine are medically trained to perform this procedure and have done so many times--they are very experienced in giving injections. Staff do not know why this occurred.====================== health professional's impression======================staff do not know.====================== manufacturer response for flu vaccine syringe, fluzone======================the physician's office manager contacted the manufacturer. An additional call was placed to the manufacturer, who confirmed that the product should be discarded.